Event description:
It was reported that an unspecified number of syringe 60ml ll tip 1ml 2 oz in 1/4 oz experienced a damaged or open unit package/seal where sterility is compromised. Product defect was noted prior to use. The following information was provided by the initial reporter: material no: 309653, batch no: 9240206, customer called 12/27 stating that two boxes of product had syringes in packages that were not sealed. Unsure if their third box has the same issue.

Manufacturer narrative:
The following information has been corrected: h.3. Reason code for no evaluation: other, h.3. If other specify: see h.10 h3 other text : see h.10,

Manufacturer narrative:
Investigation summary: three (3) photos were provided for investigation. All three (3) photos show syringe blister packs which appear to not have been completely sealed. Open seals are likely caused by a load cell fault on the packager where the operator or setup didn't clear the row of unsealed packages from the fault. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of package seal integrity poor / questionable for lot #9240206 item #309653. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: open seals are likely caused by a load cell fault on the packager where the operator or setup didn't clear the row of unsealed packages from the fault. Rationale: bd acknowledges that the photos provided appear to show blister packs which were not sealed properly. This is the first (1st) complaint of open seals for this batch with an unknown number of occurrences. As the number of occurrences is not known an occurrence rate cannot be determined for the batch; therefore, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that an unspecified number of syringe 60ml ll tip 1ml 2 oz in 1/4 oz experienced a damaged or open unit package/seal where sterility is compromised. Product defect was noted prior to use. The following information was provided by the initial reporter: material no: 309653 batch no: 9240206. Customer called 12/27 stating that two boxes of product had syringes in packages that were not sealed. Unsure if their third box has the same issue.